Manufacturer narrative:
(B)(4). The device was not returned for evaluation but a device history review was obtained for lot number 71332. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018, a (B)(6) female was enrolled in the (B)(6) clinical trial underwent a convergent procedure. During procedure patient was off-pump and heparinized. On (B)(6) 2018, an echocardiogram showed no pericardial effusion. On (B)(6) 2018, the echo was repeated as the patient complained of fatigue and difficulty sleeping. The results of the echo showed a moderate pericardial effusion. A pericardial window was performed on (B)(6) 2018 with 200 cc being drained and the procedure being well tolerated with no events. The patient was discharged home on (B)(6) 2018 in good condition. There were no reported procedure complications or device malfunctions.

Manufacturer narrative:
(B)(4): the date for the pericardial window performed was inadvertently reported as 05/14/2018 and the correct date should have read for the pericardial window performed is (B)(6) 2018.